Event description:
A customer reported that high vacuum was unable to be achieved during surgery. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. (B)(4).